Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 8 months. (Calculated from the date when the system controller was issued to the patient.) The system controller is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017, that the patient called the vad clinician the previous evening due to the lvad system producing a backup battery fault alarm. The backup battery was exchanged in the vad clinic. Interrogation of the system controller history revealed low flow alarms. The patient was asymptomatic. A log file was provided to the technical service representative for review. Log file analysis performed by the manufacturer¿s technical service representative confirmed the reported emergency back-up battery fault alarm was due to the battery¿s expiration date.

Manufacturer narrative:
The system controller and backup battery were not returned for evaluation. The evaluation of the backup battery documentation revealed that the backup battery was manufactured in april 2014. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on april 1, 2017 the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.